Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, patient came to the emergency department (ed) this morning at 0100 with complain of chest pain and right back pain.  Labs in the ed showed a hemoglobin (hgb) of 5.2 and an international normalized ratio (inr) of 3.0.  Patient also complained of dark stools, but the site stated that this may be related to the new intravenous (IV) iron infusions she was recently started on in the outpatient setting.  The patient received a transfusion of 2 units packed red blood cells (prbc's) this morning and all anticoagulation has been stopped.  The gastrointestinal (gi) team has been consulted and awaiting records at this time.  It was stated that the patient was suspected to have a gi bleed and on (B)(6) 2016 the patient had an esophagogastroduodenoscopy (egd) but showed no active bleeding. Patient was discharged on (B)(6) 2016. No additional information available.